Event description:
It was reported that the customer experienced issues with air bubbles in the tandem mobi cartridge. The customer's blood glucose level did not exceed 500 mg/dl or read "high" during these events, indicating no adverse impact on the customer's blood glucose level. To resolve the issues, the customer cleared air bubbles by priming the tubing and replaced the cartridge after experiencing subsequent alarms. Customer technical support verified proper cartridge usage and resolved to replace the pump, advising the customer on necessary follow-up actions to ensure uninterrupted insulin delivery. The customer will continue using the current pump until the replacement is delivered.